Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon has broken off inside of me, have to make an appointment with my doctor to make sure there's nothing in there- vagina [foreign body in reproductive tract] . Tampon has broken off inside of me [device breakage] . Case narrative: consumer reported via e-mail that the tampon broke off inside her vagina. No serious injury reported.